Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1604102) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided, the root cause of the reported event may be attributed to incorrectly following the instructions for use (IFU), resulting in the sealant being deployed inside the vessel. It was reported that the device was overtamped during the deployment. Per the mynx IFU, users are instructed to "gently advance the advancer tube until the single marker is fully visible". If the tamp tube was advanced too far distally (still being advanced after the single marker was fully exposed), the sealant could be pushed into the artery, potentially causing an occlusion. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that following the deployment of the mynxgrip device, it was noted that the mynx sealant had been misdeployed in the patient's leg. The device was being used with a 6f procedural sheath for arterial closure following a diagnostic procedure. As reported, the device was deployed with "proper steps"; however, the user over tamped during the deployment. There were no multiple stick punctures, this was a single stick puncture. Contrast was not used to confirm balloon placement. There were no previous closure devices used. The mynx device was used to achieve successful hemostasis after a 5 minute manual hold. Following the mynx deployment, the site was free of oozing and hematoma. During the two hour bed rest the patient was sitting up and being non-compliant with lying flat. About 20 minutes later the patient then complained of right ankle pain. The patient was transferred to a different facility where the patient's leg was evaluated via angiogram by a vascular surgeon. A thrombectomy surgical procedure was performed and allegedly the mynx sealant was removed. The patient's hospitalization was prolonged as a result of the event. The patient was noted to be doing well upon discharge. Additional information was requested but was unknown.